Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture confirmed via MRI. Explanting physician later reported rupture and "...patient has been feeling discomfort and tenderness in her left breast since 2018, and the shape of her breast changed over time..." MRI revealed signs of silicone lymphadenopathy. Device has been explanted and replaced by non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side rupture confirmed via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, migration and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture. Explanting physician later reported rupture and "...patient has been feeling discomfort and tenderness in her left breast since 2018, and the shape of her breast changed over time..." MRI revealed signs of silicone lymphadenopathy. Device has been explanted and replaced by non-abbvie device.